Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem ("adjust belt, damaged cable) has been confirmed. Upon investigation, the cable connecting ecgs c and d was pulled, severing cable connector j704 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and the patient was experiencing adjust belt messages.